Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 35 mg/dl. Customer reported that the insulin pump did not delivered bolus. Performing self test and displacement test and insulin pump passed all test. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.